Event description:
It was reported the floppy disk port is broken; cannot save to disk or retrieve from a disk. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer cannot save to disk or retrieve from a disk due to the metal cover from the diskette was stuck in the floppy disk drive. It was also noted that the power supply and system fan were noisy, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).